Event description:
It was reported that during the lead placement, the physician requested an active fixation lead. When removing the lead from the body, the physician noted that the guidewire felt stuck in the lead. The physician pulled on the guidewire on the proximal end of the lead and it would not come out. The lead was not used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).